Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there were no samples and/or photos submitted for evaluation. The lot number is unknown. The device history records could not be reviewed as the lot number is unknown. Investigation conclusion: the investigation could not be performed as the lot number is unknown. Root cause description: no root cause could be determined as the lot number is unknown. Rationale: bd was unable to confirm the customer¿s indicated failure mode because the lot number is unknown. Bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that the bd vacutainer® trace element serum blood collection tube experienced clotting and missing additive.